Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was to undergo an scs trial procedure. The patient did not have a driver to take her back to her home after the procedure and therefore procedure was to be performed without sedation. As the surgeon began to place the epidural needle, the patient demanded to cease the procedure for an unknown reason..